Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that there was a hole in the hose of the motor device. According to the report, the device had "a gray seal hanging loose from the hose; a tiny gray seal; a little piece of rubber" and "oil was noticed all over the tray". It was unknown to the reporter if there were any delays in a surgical procedure. A spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.